Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on keypad traces. The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 515 mg/dl. The customer stated that the button error occurred in the middle of the night. The customer stated that she was unable to clear the alarm. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.